Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system cine drive was not working and had a loss of the cine function. There was no pt injury or death reported.

Manufacturer narrative:
The complaint related to this report was re-evaluated by clinical personnel on (B)(6) 2015 and was determined to not meet the reporting criteria required to make this a reportable event. The initial medical device report was submitted in error.